Manufacturer narrative:
Per visual inspection on 12/30/2020, a reportable hole in the pebax was identified. The product investigation was completed. Device evaluation details: according to pictures provided by customer, reddish material was observed in the pebax. No external damage observed. The catheter was visually inspected and it was found reddish material inside the pebax. A hole in the pebax was also found. All units are inspected prior leaving the facility to avoid this kind of issues. A manufacturing record evaluation was performed for the finished device 30432899l number, and no internal actions related to the reported complaint condition were identified. The customer complaint was confirmed. The root cause of the damage in the pebax cannot be determined. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
A patient underwent an unspecified ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter for which biosense webster¿s product analysis lab identified reddish material was found inside the pebax along with a hole in the pebax. During the procedure, no issues were noted. The procedure was completed and no patient consequences were reported. After the procedure, blood residue was identified within the tip of catheter. The blood residue is not MDR-reportable. The hole in the pebax is MDR-reportable.